Event description:
This lead was implanted on (B)(6) 2002 and explanted on (B)(6) 2012 due to the svc coil fracture. The procedure took place at (B)(6) medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).